Event description:
The perfusionist delivered 2 doses of cardioplegia with no reported incidents. Upon attempting to delivering a 3rd dose, the weld of the disposable main pump cassette gave way. The myocardial protection system console would not deliver the 3rd dose. The perfusionist removed the main pump cassette from the console and replaced it with another one. No pt injuries were reported.